Event description:
It was reported that during a device check lead noise which was reproducible was observed. All other lead measurements were stable and it was decided to monitor the lead. Lead dislodgement issue was observed via chest x-ray when the patient was hospitalized. Patient had prior cardiovascular hospitalizations which were due to worsening left ventricular functioning, pericardial effusion, fatigue, shortness of breath, weakness, poor food and fluid intake which were aggravated due to cardiac medications and for activity intolerance. No changes have been made and lead was not capped. No further information available.